Event description:
Lead remains implanted. Per rep, shock impedance was greater than 150 ohms (B)(6) 2021. Sensing has decreased slightly over the last year. Threshold has dipped slightly in the last month. Pacing impedance is steady. Some noise can be seen on the ff signal. Patient was checked in the clinic (B)(6) 2021 and all values were reported in range. Full lead evaluation was recommended. No adverse patient events reported. Should additional information become available, it will be added to this file.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.